Manufacturer narrative:
On march 26, 2017, an additional discrepant patient was provided: initial result 5.4 and repeat result 1.2 mg/dl. There was no impact to patient management reported. An evaluation is still in process. A final report will be submitted when the evaluation is complete.

Event description:
On march 26, 2017, an additional discrepant patient was provided: initial result 5.4 and repeat result 1.2 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium results on the architect c8000 analyzer. The following data was provided (mg/dl): initial 6.0, repeat 2.0 . Initial 6.4, repeat 1.9 . There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.